Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After all the procedures were completed, the physician said that there was air in the syringe when he checked the bleeding from the syringe connected to the side port. When checked, there was an air bubble between the side port and the hemostatic valve, and an air bubble on the outside of the hemostatic valve. There was no evidence of a detached or obviously defective hemostatic valve. Bubbles were aspirated with a syringe from the side port until no air bubbles could be seen. No patient effect was reported. The device evaluation was completed on 12-oct-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath - small and an air bubble issue occurred. After all the procedures were completed, the physician said that there was air in the syringe when he checked the bleeding from the syringe connected to the side port. When checked, there was an air bubble between the side port and the hemostatic valve, and an air bubble on the outside of the hemostatic valve. There was no evidence of a detached or obviously defective hemostatic valve. Bubbles were aspirated with a syringe from the side port until no air bubbles could be seen. Verification was performed with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small used in the procedure and a sample carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was moved in and out with a dilator and smarttouch sf catheter. In both cases, air bubbles were observed between the side port and hemostatic valve during insertion and removal. In addition, when the hemostatic valve was dry and wet, the dry valve was more likely to draw in air. Additional information was received. No patient effect was reported. Bubbles were aspirated with a syringe from the side port until no air bubbles could be seen. Rf needle was used. The air bubble issue was assessed as MDR reportable under both of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.